Event description:
It was reported that the internal sensor failed. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. There ended up being 2 issues with the device, one being contamination on the float switch causing it to get stuck resulting in a low water level alarm upon start up and the second being a faulty heater causing the relays on the pcb to trip intermittently (this creates a "clicking" sound). The root cause is a chunk of grease was stuck to the plastic retaing ring that holds the float switch float on causing the float to stick in place leading to the alarm activating. A faulty heater caused the relays to trip on the pcb. The float switch was removed and thoroughly cleaned. Both of the old design heaters were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.